Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer responded and indicated that issue has been resolved by tightening the screws on the battery clip. No product will be returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.